Manufacturer narrative:
The product involved in the incident is not a medical device. However, it can be considered to be similar to sciex's marketed mass spectrometers as they share design characteristics and components. As a result, the malfunction may occur with sciex's medical devices with a remote probability of a serious injury.

Event description:
Flame was observed on top of the iono source and probe assembly. The customer turned off the instrument. Due to the defect of the source, no sample can be introduced to the instrument for analysis. No injury was reported.